Event description:
It was reported that during a robotic roux-en-y procedure, on the second firing using a blue reload the device hesitated but fired. On the third firing of the device, the device engaged, but would not fire, it was stuck on tissue. The surgeon "wiggled" the device and the jaws opened and the tissue was released. There was no damage to the tissue. Second device was used to complete the case with no patient consequences. It is unknown is buttressing material was used. It is unknown if the device was fired over an existing staple line or clip.

Manufacturer narrative:
(B)(4). Incorrect cartridge size the analysis found that one ple60a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. After the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr45b cartridge reload was loaded in the device. The cartridge was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved it's complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.